Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 67cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The patient underwent coronary stenting for st-elevation myocardial infarction. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the stent through tuohy and guide catheter, the proximal delivery shaft got kinked and broke completely. The device was removed from the guide catheter over wire and another stent was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient underwent coronary stenting for st-elevation myocardial infarction. A 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the stent through tuohy and guide catheter, the proximal delivery shaft got kinked and broke completely. The device was removed from the guide catheter over wire and another stent was used to complete the procedure. No patient complications were reported.